Event description:
It was reported that the male end of the device broke off and was stuck in the line. The clinician removed the line and replaced the device. No patient injury was reported,

Manufacturer narrative:
A product sample was received for evaluation. The product was received in used condition without its original packaging. Visual and functional testing were performed. The returned sample was visually inspected at 12 inches to 16 inches and normal conditions of illumination. Upon visual inspection it was observed that the male luer was broken. The most probable root cause is that the luer came weak from the supplier. A supplier corrective action request (scar) was issued to the supplier. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).